Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states after about 45 minutes of a hemodialysis treatment, a small amount of blood was found on a sterile towel under the catheter. An investigation revealed a pinhole in the venous side of the ij catheter under the whit clamp. The catheter was pulled and replaced.